Event description:
Reporting status : serious injury/medical intervention. Reporting rationale: instent restenosis requiring medical intervention. Device issue: none. It was reported that during a follow-up, four months following stent implantation, restenosis was observed. Percutaneous coronary intervention was performed to treat the restenosis. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. It was reported that during a follow-up, restenosis was observed, although there was no reported device issue. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. The reported problem appears to be related to a known adverse event of coronary stenting, and not a stent delivery system quality problem.